Event description:
As a 26mm amplatzer cardiac plug (acp) was deployed, the lobe did not deploy successfully so the acp was retracted into the delivery sheath. As the delivery sheath was repositioned, it dislodged from the left atrial appendage. Fluoroscopy was performed and blood was found in the atrium. Echocardiography was performed and bubbles in the pericardium were found confirming a perforation had occurred. The delivery sheath and acp were removed and pericardiocentesis was performed. The patient was sent to surgery; a tear on the roof of the atrium was repaired and the laa was repaired surgically.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis and the lot number was not provided which prevented sjm from reviewing the device history record. The cause of the reported event remains unknown.